Event description:
Pt is male with h/o endograft placement for aaa in 2005 treated by (B)(6) several times for embolization of endoleak with onyx liquid. In a retrospective review of the pt's chart, "pt presented today with a mass in the right flank for about a month. He mentions that he recently underwent endovascular repair of aaa and developed a rash in the right flank which gradually went away but he developed this mass in the area. He recalls that he had a similar rash develop in the same region (B)(6) after the first repair of his aaa. But that time, the rash just disappeared without developing any mass like this time. He denies any pain or tenderness. He says it seems like it has not changed in size. Pt underwent fluoroscopy procedures for endoleak embolization in interventional radiology on (B)(6) 2007 and again on (B)(6) 2008. Pt also has had numerous CT scans in this area. The radiation safety office was not aware of the issue until a lawsuit arose recently. The medical center performed a review of the case and estimates the skin dose as 1345 rads. The medical center peer review committee has not yet met on this event, so this is a preliminary report.